Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02994. It was reported that patient experienced ineffective stimulation. Both leads had migrated and were not in optimal position due to scar tissue. Surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Effective therapy restored.